Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose. The customer's mother also reported that they received no delivery alarms. The customer's blood glucose was 699 mg/dl at the time of incident. The customer's blood glucose was 139 mg/dl at the time of call. The customer's mother stated that they were hospitalized on (B)(6) 2016. The customer's mother stated that they had symptoms of high blood glucose such as vomiting and dizziness. The customer's mother stated that they were given insulin, insulin drip and IV fluids to treat the blood glucose. The customer's mother stated that they were wearing the insulin pump during hospitalization. The customer's mother stated that the high blood glucose began (B)(6) 2016. The customer's mother declined to troubleshoot for high blood glucose. The customer's mother was unable to troubleshoot at the time of call for no delivery alarm. The reservoir will not be returned for analysis.